Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, a gap between the sf 700 fork and spring arm was noticed. Provided photographic evidences were in line with received allegation and revealed an additional issue with the surgical light, namely a problem with paint chipping on the device, near the keypad area. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as presence of the gap and also of chipped paint could be considered as technical deficiency and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Peeling paint is indicated by our product experts to likely be caused by mechanical collision of the light parts. The other detected issue of the gap could be related with the improper maintenance of the device and could appear as the fork was completely stuck inside the spring arm because it was dried out (no grease). The issue of there being a gap is the originally reported issue and was found not to be related to the paint chipping. The product powerled user manual IFU 01581 en ed. 08 page 38 includes an information to daily check the device for chipped paint and all the recommended and prohibited products are listed. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Manufacturer narrative:
The issue is still being investogated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with gap between the arche sf 700 and the spring arm 700 sf. However we noticed that customer also have problem with paint chipping from the keypad of surgical light powerled 700. Taking under consideration collected up to date information we decided to report this case based on potential as any paint particles could falling off into sterile field or during procedure might cause contamination.